Event description:
The customer reported that they identified a leak during an infusion. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). The customer stated the set is not available for failure investigation.